Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased 11% over the course of 6 months. A request was made to have data from this device analyzed. Data analysis has not been completed at this time. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated data analysis confirmed the battery appeared to be depleting normally.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased 11% over the course of 6 months. A request was made to have data from this device analyzed. Data analysis indicated that the device was depleting normally. However, recently, a battery depletion (bd) alert was noted from this s-ICD upon interrogation. The physician again suspected premature depletion and subsequently explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), and h11 (additional MFR narrative).

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased 11% over the course of 6 months. A request was made to have data from this device analyzed. Data analysis indicated that the device was depleting normally. However, recently, a battery depletion (bd) alert was noted from this s-ICD upon interrogation. The physician again suspected premature depletion and subsequently explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. This s-ICD was received for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased 11% over the course of 6 months. A request was made to have data from this device analyzed. Data analysis has not been completed at this time. This device remains in service. No adverse patient effects were reported.